Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest. The right ventricular (rv) lead exhibited intermittent oversensing and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.